Event description:
(B)(6) registry. It was reported that acute myocardial infarction and stent thrombosis occurred. In (B)(6) 2019, the subject presented with myocardial infarction and was referred for cardiac catheterization. Subsequently, the index procedure was performed on the same day. The target lesion 1 was located in the proximal left anterior descending (lad) artery with 90% stenosis and was 20mm long and a reference vessel diameter of 3.00mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.00mmx20mm promus premier stent. Following this post dilation was performed with 0% residual stenosis. The target lesion 2 was located in the right posterior atrioventricular (r-pav) extending up distal right coronary artery (rca) with 95% stenosis and was 22mm long and a reference vessel diameter of 2.75mm. The target lesion 2 was treated with pre-dilatation and placement of a 2.75mmx24mm promus premier stent. Following this post dilation was performed with 0% residual stenosis. Six days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, the subject developed acute myocardial infarction and was hospitalized on the same day for further evaluation and treatment. Coronary angiography revealed 50% stenosis in distal rca which is the target lesion treated during the index procedure. Percutaneous transluminal coronary angioplasty (ptca) was performed. Sixteen days later, the event was considered recovered/resolved and the subject was discharged on the same day on aspirin. In (B)(6) 2020, four days post discharge, the subject developed acute non-st elevation myocardial infarction and was hospitalized on the same day for further evaluation and treatment. Coronary angiography revealed 50% stenosis in distal rca which is the target lesion treated during the index procedure. The event was treated medically. Six days later, the event was considered recovered or resolved and the subject was discharged on the same day on aspirin.

Event description:
Promus premier china registry. It was reported that acute myocardial infarction and stent thrombosis occurred. In (B)(6) 2019, the subject presented with myocardial infarction and was referred for cardiac catheterization. Subsequently, the index procedure was performed on the same day. The target lesion 1 was located in the proximal left anterior descending (lad) artery with 90% stenosis and was 20mm long and a reference vessel diameter of 3.00mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.00mmx20mm promus premier stent. Following this post dilation was performed with 0% residual stenosis. The target lesion 2 was located in the right posterior atrioventricular (r-pav) extending up distal right coronary artery (rca) with 95% stenosis and was 22mm long and a reference vessel diameter of 2.75mm. The target lesion 2 was treated with pre-dilatation and placement of a 2.75mmx24mm promus premier stent. Following this post dilation was performed with 0% residual stenosis. Six days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, the subject developed acute myocardial infarction and was hospitalized on the same day for further evaluation and treatment. Coronary angiography revealed 50% stenosis in distal rca which is the target lesion treated during the index procedure. Percutaneous transluminal coronary angioplasty (ptca) was performed. Sixteen days later, the event was considered recovered/resolved and the subject was discharged on the same day on aspirin. In (B)(6) 2020, four days post discharge, the subject developed acute non-st elevation myocardial infarction and was hospitalized on the same day for further evaluation and treatment. Coronary angiography revealed 50% stenosis in distal rca which is the target lesion treated during the index procedure. The event was treated medically. Six days later, the event was considered recovered or resolved and the subject was discharged on the same day on aspirin. It was further reported that the event would qualify as clinical events committee (cec) - myocardial infarction. However, it would not qualify for stent thrombosis. Therefore, the diagnosis of stent thrombosis was removed.

Event description:
Promus premier china registry. It was reported that acute myocardial infarction and stent thrombosis occurred. In (B)(6) 2019, the subject presented with myocardial infarction and was referred for cardiac catheterization. Subsequently, the index procedure was performed on the same day. The target lesion 1 was located in the proximal left anterior descending (lad) artery with 90% stenosis and was 20mm long and a reference vessel diameter of 3.00mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.00mmx20mm promus premier stent. Following this post dilation was performed with 0% residual stenosis. The target lesion 2 was located in the right posterior atrioventricular (r-pav) extending up distal right coronary artery (rca) with 95% stenosis and was 22mm long and a reference vessel diameter of 2.75mm. The target lesion 2 was treated with pre-dilatation and placement of a 2.75mmx24mm promus premier stent. Following this post dilation was performed with 0% residual stenosis. Six days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, the subject developed acute myocardial infarction and was hospitalized on the same day for further evaluation and treatment. Coronary angiography revealed 50% stenosis in distal rca which is the target lesion treated during the index procedure. Percutaneous transluminal coronary angioplasty (ptca) was performed. Sixteen days later, the event was considered recovered/resolved and the subject was discharged on the same day on aspirin. In (B)(6) 2020, four days post discharge, the subject developed acute non-st elevation myocardial infarction and was hospitalized on the same day for further evaluation and treatment. Coronary angiography revealed 50% stenosis in distal rca which is the target lesion treated during the index procedure. The event was treated medically. Six days later, the event was considered recovered or resolved and the subject was discharged on the same day on aspirin. It was further reported that the event would qualify as clinical events committee (cec) - myocardial infarction. However, it would not qualify for stent thrombosis. Therefore, the diagnosis of stent thrombosis was removed. It was further reported that in (B)(6) 2019, baseline cardiac enzyme were noted to be elevated consistent with protocol definition of mi. The subject was diagnosed with acute non - st elevation myocardial infarction the diagnosis was based on ECG changes and biomarker elevation. Location of mi is unknown. In (B)(6) 2020, 12 lead ECG was performed which revealed q wave mi.